Event description:
New information received on (B)(4) 2019 indicates that the patient's lead was removed and replaced on (B)(6). No further information was available.

Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed. As received, the complete lead was returned in two pieces. External insulation abrasion breaching inner coil lumen and exposing inner coil due to friction to another device or feature of the heart was noted at 46.9 cm to 47.6 cm from the distal tip. The cause of the reported events was isolated to this abrasion. All other damages were consistent with those occurring during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. Upon review, the patient's right ventricular lead exhibited episodes of lead noise resulting in inappropriate therapy. There was one episode in 2016 and two in 2018. Noise was reproducible in pocket. The possibility of a lead revision was discussed. The patient was stable.